Manufacturer narrative:
(B)(4).

Event description:
Patient's parent contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Passed manual test. Reported fault could not be reproduced with the receiver. Customer complaint not verified.